Event description:
Zoll biphasic defibrillator used to externally pace a pt would not adjust ma's down from 140. Machine turned off and attempted to adjust the ma's down again, the machine appears stuck at 140. The unit was taken off the pt and another unit used. Device safety report filed.

Event description:
Add'l info received from MFR 1-15-03: the complainant was contacted in an attempt to determine the disposition of the device as requested by FDA. At this time there is no further info available regarding this incident. The complainant stated that the device is still under investigation regarding the alleged failure of the device during pt treatment. At this time, the device is still not expected to be returned to zoll medical corporation for evaluation. In the event that add'l info becomes available, or that the device is received by zoll technical service for evaluation, a follow-up report will be submitted with any info pertaining to the reported incident.